Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in a coronary artery. After a 300cm pt²¿ guidewire crossed the lesion, another wire was advanced as a buddywire. Then stent implantation was performed. However, when the pt²¿ wire was removed, it was noted that the tip of the wire broke off. Additional stent was advanced to pressed the dislodged tip against the vessel wall as snaring was impossible and the procedure was completed. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Describe event or problem updated. (B)(4)

Event description:
It was further reported that the target lesion was located in the left anterior descending (lad) artery. The broken tip of the 300cm pt2 guide wire lodged and was pressed against the wall of the lad.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has distal end bent. The wire has the distal tip detached at 297.5 from the proximal section. The other distal tip section was not returned. The outer diameter (od) of the polymer section in the distal section, middle of the device, and proximal section were measured and were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the target lesion was located in the left anterior descending (lad) artery. The broken tip of the 300cm pt 2 guide wire lodged and was pressed against the wall of the lad.